Event description:
The surgeon implanted a silicone lens model aa4203tl and was torn during implantation. The lens was removed without patient injury.

Manufacturer narrative:
Evaluation results: visual inspection of the lens showed evidence of surgical residue. The optic was torn and one haptic was torn off missing.